Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they failed to insert the involved angio-seal sheath into the vessel. The doctor attempted inserting the angio-seal sheath by applying further adequate force. However, the angio-seal sheath kinked. The device was removed, and they reattempt closure another new unit. They did insert smoothly and sealed; the case was done. There was no complication to patient. Patient's condition was reported to be stable. The procedure was completed successfully. There was no patient injury, medical/surgical intervention required. Additional information was received on 26aug2020. The procedure was an angiogram and a 6fr procedural sheath was used. A pre-deployment angiogram was performed.